Event description:
It was reported that during a de novo, eccentric, heavily tortuous, heavily calcified, 99% stenosed, proximal left anterior descending (plad) artery stenting procedure, after deployment of a non-abbott stent, a nc trek balloon dilatation catheter (bdc) was advanced and the distal and proximal edges of the implanted stent were dilatated. The nc trek bdc was inflated a second time at the proximal edge for further dilatation and the nc trek balloon ruptured at 4 atmospheres. There was air found in the patients vessel and an st elevation occurred. The patient status stabilized after unspecified medication was administered. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Add'l devices: guide wire: sion blue; guide cath: launcher 6febu 3.5; stent: promus element. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.